Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display screen was noted to be cracked when the reporter was changing the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: the pump display lens was observed to be cracked around the perimeter.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.